Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. An echocardiographic image was provided for review. The image showed a well seated and stable gore® helex® septal occluder with an echogenic mass near the center portion of the left atrial disc of the device. The gore® helex® septal occluder instructions for use list thrombosis as a potential device or procedure-related adverse event.

Event description:
It was reported the physician implanted a 30mm gore® helex® septal occluder on (B)(6) 2014 to close a patent foramen ovale. In (B)(6) 2018, the patient presented with a stroke and echocardiography demonstrated a 7mm mass on the left atrial disc of the helex® device. The patient was placed on coumadin.